Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A visual inspection was performed, the mar concluded: the neck to stem trunnion of the modular neck exhibited indications of micro-motion and corrosion indicating a mechanically assisted corrosion process taking place. The neck to head trunnion showed no visible signs of deterioration. The base alloy of the neck was found to be a cr-co-mo alloy consistent with an astm f1537 alloy e material. No material or manufacturing defects were observed on the device features examined. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
The surgeon indicated that "an MRI examination was performed and showed an infection around the prothesis. A change of prothesis was suggested to the pt at this time, but the pt wanted to wait until fall 2011." Since this letter, the revision surgery was performed by dr. (B)(6). Update: dr. (B)(6) performed the revision surgery to replace the abg femoral stem. He replaced the implant by a legend v40 femoral stem."